Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70e serial #: (B)(4) description: trial linear st lead, 70cm.

Event description:
A report was received that while on trial the patient experienced allergic reactions. Symptoms were itching and fever. The patient underwent a lead pull and was doing well postoperatively.